Event description:
The bipolar cord is part of a family of devices designed to function as active electrodes or accessories to active electrodes. They are intended for use in coagulating tissue during surgical procedures (maximum voltage 500 volts). Customer ordered an olsen 12' standard bipolar cord 50-1106. Nurse tested the cord with forceps and observed the fitting was loose. The entire instrument heated up instead of the tips of the instrument. The event burned the nurse, but no major injury or harm occurred. No pt involved.